Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A medtronic representative went to the site to test the equipment. It was reported that the inner gantry cover was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The event date and aware date was (B)(6) 2018.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Following adjustment of the rail inside the gantry, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A manufacturer representative reported that, while in an oblique lumbar interbody fusion (olif), the gantry of the imaging system made contact with the bed rail resulting in deformation of a cover. It was noted that the gantry would not close without manual manipulation of the rail in the gantry. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information/response to FDA request: attached with this submission is a copy of the response letter sent to the FDA on (B)(4) 2018 with regards to a FDA request for additional information ((B)(4)) that provides additional information and findings related to this MDR.